Manufacturer narrative:
One used device was received for evaluation. The sample failed the ¿minimum¿ ring gauge test. Failure mode reported: ¿a0266 - inner cannula problem¿ was confirmed. The sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination according, inspection procedure md01-003 rev 004, no damage was identified in the returned sample. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula did not fit securely, it is easy to remove. This is causing problem in the hospital that could lead to an event, appreciate your immediate response. There was no disinfection or sterilization, and no infectious disease occurred. No patient harm/adverse event reported.